Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. It is likely that the damaged cable that had a short in it caused the electrical failure of the charge-coupled device (ccd). Both the electrical short in the cable and the failure of the ccd would lead to no image being displayed. The damage to the cable was most likely due to repeated use over time or to mishandling by the user. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The reported problem was confirmed. No image was observed due to a faulty ccd unit. In addition, a shortage was found in the cable, causing intermittent image flicker.

Event description:
A user facility reported to olympus that the camera head cable was damaged and no image was observed. There was no patient injury or harm, associated with the problem, reported to olympus.